Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. The customer declined troubleshooting with tandem technical support, and declined to provide additional information. Customer¿s blood glucose level was 195mg/dl.